Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. The customer experienced a low blood glucose (bg) level of below 40 mg/dl. Low bg was addressed by consuming glucose tablets and drinking soda. Reportedly, the transmitter was replaced, and the customer continued to use the pump for insulin therapy.